Manufacturer narrative:
The suspect device was returned for evaluation. Functional testing of the device determined that recirculating fluid was not able to flow through the aluminum tube (heat exchanger) of the device. The heat exchanger was inspected and it was found that the aluminum tube was partially blocking the side port resulting in the restriction of the recirculating fluid. To address this issue, a corrective action has been implemented to conduct pressure testing of the disposables during manufacture and assembly personnel received notification of the complaint.

Event description:
There was a report of an occurrence of a fluid warming infusion set tubing that did not allow for circulation of the warming fluid when this set was inserted into the fluid warmer. Several attempts were made without success. A new system was obtained and successfully utilized. No patient injury or adverse event reported.